Manufacturer narrative:
The tech found the side rail bracket was bent, preventing the side rail from latching. The tech straightened the side rail bracket to repair the bed.

Event description:
Info received indicates the side rail will not latch.